Event description:
It is reported that the drill bit is broken.

Manufacturer narrative:
Evaluation summary: the alleged complaint refers to "drill bit is dull-broken". As returned, the drill bit was fractured at the tip. Only one piece was sent back. It is probable that the device was subjected to forceful interaction with harder materials creating a point stress-riser (ding). Upon use, higher than normal forces may have been applied to the drill bit, propagating the point into breakage. No additional surgery or pt info was provided. Device history records indicate all components were mfg and inspected to specification. The potential field age of the instrument is 10 months.